Event description:
At the approximal mid thigh, a large area of total occlusion was noted. The wire got stuck. A small portion of the tip of the wire snapped off. The md shot further pictures which confirmed chronic total occlusion. The wire remained in the patient's right thigh.